Manufacturer narrative:
Retainer ring = clear. The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test and self test. However, hardware low level failures confirmed in the pump history file due to broken trace at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they fill cannula was recorded in daily history. The device was returned for analysis.